Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaints could not be confirmed through visual inspection and functional testing. During inspection it was found the downstream occlusion seal was delaminated and the air detector was damaged. Both the downstream occlusion seal and air detector was replaced.

Event description:
It was reported that the wireless module won't connect to protocol library. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.